Manufacturer narrative:
The insulin pump had unresponsive act button due to unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received a battery out limit alarm and was not able to clear because their buttons are not responding as well. She tried changing the pump¿s battery. Customer's blood glucose was unknown. During troubleshooting for the button error/keypad anomaly, the customer said that the up and down buttons were not responding. She observed that the time clock did advance for one minute. The customer was advised her to discontinue use of the pump and to revert to a back-up plan. The insulin pump will be returning for analysis.